Event description:
Jackson table was used to position a patient prone. The patient was log rolled from the bed to the jackson table. The chest support broke on both ends and the patient was without upper chest support for 10 seconds. The patient was placed back on the bed, awakened from general anesthesia and checked. No injury was noted at that time. Surgery was cancelled.